Event description:
Edwards received information that this bioprosthetic valve, implanted approximately eight (8) years, was explanted due to calcification. Operative report indicates: "the aortic valve.....was heavily calcified. There was immobility of all 3 leaflets and a fixed orifice." The explanted device was replaced with another edwards bioprosthetic valve. Patient had a minimal gradient across the new valve. Of note, patient experienced complete heart block upon leaving the or and required pacing. She was taken to the ICU in stable condition. No other details provided.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No further actions are possible with the available information.